Event description:
Initial information for this spontaneous case which was received from a physician via company representative on 10/08/2007, and additional information from the physician directly on (B)(6)2007: a (B)(6) female received two injections of poly-l-lactic acid injectable (sculptra); the first injection was administered in (B)(6)-2006, and second injection in (B)(6)-2007. Both injections were reconstituted by his nurse with sterile water and xylocaine, "amounts per recommendation". Product was injected in the tear troughs, nasolabial folds, and marionette lines. The physician reported that his patient was doing well until (B)(6)-2007 when she developed unusual bumps under her skin where the injections were administered. At first, he treated the bumps with saline injections, which were unsuccessful. A biopsy was performed and revealed a foreign body granuloma. The physician claims that the patient was not taking any other significant medications to cause this kind of reaction. No further treatment to date has been administered. No further relevant information was reported. Additional information for sculptra from product technical complaint report case (B)(4) dated 10/10/2007, received by (B)(6) on 10/24/2007: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Batch record review without hint to root cause. Conclusion: no faults detectable. Additional information received from a physician on 05/05/2010: upon medical review, this non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. A female received injectable poly-l-lactic acid for cosmetic reasons on her face and developed foreign body masses six months after her initial injection. Upon her six month evaluation, the physician performed a biopsy on the masses, and the results determined they were unknown fibrous foreign body masses. No further relevant information reported.